Manufacturer narrative:
This report is being issued to provide a correction to this section of the report: this device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visal examination noted the device case was swollen in the area containing the high voltage (hv) capacitors. Review of device memory confirmed the device had reached end of life (eol) battery status due to long charge times. The device case was opened, and visual inspection noted the hv capacitor was slightly swollen. The hv capacitor was analyzed, and it was concluded that the hv capacitor experienced internal arcing caused by a low resistance pathway between anode and cathode plates within the capacitor. This capacitor issue impacted the device's ability to provide shock therapy because the hv capacitors could not be fully charged, but brady pacing, telemetry, and other device functionality remained available. A design enhancement has been implemented to mitigate this issue.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Product return is expected.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visal examination noted the device case was swollen in the area containing the high voltage (hv) capacitors. Review of device memory confirmed the device had bypassed elective replacement indicator (eri) battery status and had reached end of life (eol) battery status due to two long charge times occurring in succession. Testing confirmed an internal component was not securely attached to the circuit substrate. This open connection was between a diode component within charging circuitry and the electronics substrate. This incomplete electrical pathway within the shock charging circuitry of the device resulted in the lengthened charge times that triggered eol (note that the battery was not depleted, but replacement indicators were triggered because capacitor charging was not accomplished within the specified time). Engineers determined the conductive epoxy used to connect the diode component to the printed circuit board did not create a secure connection. This intermittent connection manifests during capacitor reformations or therapy charges.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.